Manufacturer narrative:
Analysis of the pump identified a gear train anomaly and corrosion and/or wear and/or lubrication regarding the motor. Additionally, a stall due to shaft bearing was noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 500 mcg/ml 285 mcg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2016. It was reported at a normal refill, the hcp received a motor stall message. Magnetic resonance imaging (MRI) was not recently done. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The pump was replaced (B)(6) 2016. The issue was resolved. Patient status was alive: no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.